Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The protective pcb was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was in an alarmed and paused state. This may delay or prohibit the device from delivering CPR therapy to the patient. There was no patient use associated with the reported event.